Event description:
Caller alleged discrepant results (precision). Nurse called re: low and high readings. Results as follows: 1st-inr = 0.8, 2nd-inr = 1.5.

Manufacturer narrative:
Investigation pending. As of today, products associated to this complaint are not expected to return.